Event description:
The customer obtained a false reactive vitros anti-hav igm result (1.67 s/c) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false reactive vitros igm result was released out of the laboratory, however there was no report of patient harm as a result of this event. The investigation determined the expected (B)(6) result for the affected patient sample was negative (B)(6). This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a false reactive vitros anti-hav igm result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. Treating the affected patient sample using non-specific antibody and heterophilic antibody blocking tubes yielded negative vitros anti-hav igm results. The root cause of this event is the presence of an interfering substance (non-specific antibody and/or heterophilic antibody) within the patient sample. The vitros anti-hav igm instructions for use state, "heterophilic antibodies in the serum or plasma samples can cause interference with immunoassays. Heterophilic antibodies might be present in blood samples from individuals who have been regularly exposed to animals or with animal proteins during immunotherapy."